Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that almost 2 months after the dental implant was placed in ada site 19 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's extreme pain, mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that almost 2 months after the dental implant was placed in ada site 19 in the mouth, the implant did not achieve osseo- integration. Clinician noted the patient's extreme pain, mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.